Event description:
During an endometrial ablation using minerva, fault 002 occurred and patient bucked at that time. A new hand piece was used without issues. No harm came to the patient or healthcare providers and there was no delay in the procedure.